Event description:
It was reported that the patient has erectile dysfunction and his ambicor penile prosthesis (app) no longer is inflating. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the device was explanted. The patient was implanted with a new 18cm cx inflatable penile prosthesis device.

Event description:
It was reported that the patient has erectile dysfunction and his ambicor penile prosthesis (app) no longer is inflating. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the device was explanted. The patient was implanted with a new 18cm cx inflatable penile prosthesis device.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient has erectile dysfunction and his ambicor penile prosthesis (app) no longer is inflating. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.